Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to pancreatitis and gall bladder issues. Customer was wearing the insulin pump while hospitalized. The customer also reported that the insulin pump went into threshold suspend with a sensor glucose level of 268 mg/dl. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 193 mg/dl. The customer also reported that the recently had a blood glucose level of 96 mg/dl and a sensor glucose level of 40 mg/dl. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.